Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that post sensed t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes were recommended. The patient was being monitored remotely. There were no reported patient consequences.

Event description:
New information notes programming changes were completed. There were no patient consequences.